Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The unique identifier was not available at the time of reporting. Other relevant device(s) are: product ID: 9680152, serial/lot #: unknown, ubd: 03-oct-2016. The manufacturer representative went to the site to test the navigation system. The reported issue was confirmed and parts were replaced. The bulkhead was returned to the manufacture for evaluation. After functional testing and visual/physical examination the reported issue was not confirmed. The returned connector was not cracked or damaged in any way. The connector also passed a continuity test with no open so shorts detected. No problem found. The manufacture date was not available at the time of reporting. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that the bulkhead was cracked on the part of the bulkhead that sits internally on the system. The site was not able to push exams to the system. They bypassed the bulkhead while on site and were able to push exams normally. The site used another stealth when the issue occurred. No patient was present at the time of the event. The reported issue was found outside of a procedure before a case while trying to download a CT from electronic picture archiving and communication systems (pacs).